Event description:
It was reported that, "pt was dislocating."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Description: 28mm std lfit v40 head, cat# 6260-9-128, lot# 35638102 . It cannot be determined which, if any of these devices may have caused or contributed to the pt's event.